Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), feeling abnormal ("brain fog"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the feeling abnormal was resolving and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿medical device removal, brain fog . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the feeling abnormal was resolving and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿medical device removal, brain fog quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: event medical device removal was removed . New event "pelvic pain female , abdominal and back pain was added and genital bleeding was added with outcome recovered . Other event "depression and anxiety was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"). The patient was treated with surgery (essure coil removal). At the time of the report, the medical device removal outcome was unknown and the feeling abnormal was resolving. The reporter considered feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿medical device removal, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.